Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the video material was checked during a hysterectomy, the trocar began to leak and exchange was necessary. It was also stated that the seal was damaged. There was no patient involvement.